Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead experienced a syncopal episode while sitting in a chair. At this time, the cause of syncope is unknown and could be the result of a lead malfunction. No additional adverse patient effects were reported. Remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.